Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) was experiencing stimulation problems and was feeling a pressure sensation near her ribs. A diagnostic test found no issues with respect to impedance; however, x-ray imagery revealed the pt's lead had flipped. Surgical intervention was undertaken to address this matter. Efforts to reposition the lead were unsuccessful. As such, the physician elected to explant and replace the device.